Event description:
It was reported that the "blocker disengaged from mantis redux tulip"

Manufacturer narrative:
Hospital is not allowing release of the product.

Manufacturer narrative:
Method: complaint history review; x-rays. Result: a comprehensive investigation of the blocker was not possible because the device is unavailable. The blocker loosening leading to construct disengagement was confirmed via x-ray and required a revision surgery. In a follow-up correspondence with the sales representative it was confirmed that the counter torque tube was not used in conjunction with the torque wrench. The counter torque tube also allows for the application of torque required to lock the implant-blocker assembly without applying torque to the rest of the construct. The misuse detailed here contributed to a failure to properly achieve final tightening and ultimately the post-operative disengagement. The alleged failure most appropriately resembles the following hazardous situation: too little torque to blockers leading to construct loosening as stated in risk management file. The associated harm is a revision surgery to reset the rod and replace the blockers. The complaint record history concerning rod/blocker disengagement (march 2004 - august 2013) affirms that the majority of the corresponding complaints indicate insufficient blocker tightening as the most likely cause of post-operative disengagement. Conclusion: as the device was not returned a definite conclusion cannot be made. However, the most probable cause for the blocker loosening leading to construct disengagement is failure to use the counter torque tube by the surgeon. As described in the surgical technique the counter torque tube is essential to the final tightening process because it ensures proper engagement of the blocker within the tulip to prevent insufficient tightening of the blocker.

Event description:
It was reported that the "blocker disengaged from mantis redux tulip"